Event description:
Philips received a complaint by the customer on the v60, indicating that the battery did not hold a charge. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the battery was charging but would not hold the charge. The customer then requested the part number for the battery. The remote service engineer (rse) then provided the customer with the part number for the battery.

Manufacturer narrative:
H10: the customer received and replaced the battery. The customer confirmed after the replacement of the battery, the issue was resolved. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.